Event description:
A malfunction was reported on the pump, and there were no notable events prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information and assisted the caller with resetting the pump, after which the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reoccurred, to which they acknowledged and understood.